Manufacturer narrative:
The crep2 reagent lot number and expiration date were not provided. Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The field service engineer (fse) found a clogged cell rinse nozzle. The fse unblocked the rinse nozzle and confirmed the module was operating within specifications. The customer had no further issues after the service visit. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas c 503 analytical unit. The initial result was 48.2 umol/l. The sample was repeated 3 times with results of 166 umol/l, 64.9 umol/l, and 49.1 umol/l.